Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of head/neck (non-malignant) and spinal pain. It was reported that the ins recharger had a blank screen and was not charging when plugged into the desktop charger. The light was on the desktop charger. The patient stated the connector pin seemed pretty tight when plugged in but was just a little bit wiggly. The patient stated their implant was completely dead now because they were unable to charge it. The patient reported the event occurred three weeks ago. A replacement desktop charger was sent. No further complications were reported/expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. All fdm and fdr codes apply to the desktop charger (37761) fdc applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.